Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use and the issue was occurring intermittently. A philips field service engineer (fse) inspected the system onsite and confirmed that the system had boot up issue with ippc. Log files showed multiple flexvision-pc and ip-pc errors. Upon functional testing, the fse found problem with flexvision pc and ippc issue. To resolve the issue, the philips engineer swapped flexvision pc and replaced ippc, hard drive and reseated image disk. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ippc (image processing computer) is not booting up properly. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.